Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 32 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as convulsions and behaving unusually. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer reported pump physical damage on the reservoir compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to verify software due to blank display. Insulin pump received with a blank display due to corroded battery tube. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. The test reservoir does not lock in place due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4).